Event description:
A customer observed a lower than expected dgxn quality control result from a bio-rad qc fluid when using vitros chemistry products dgxn slides on a vitros 5600 integrated system. Bio-rad l3= 0.63 vs. Expected 2.75 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. No patient samples were processed while the dgxn quality control results were outside of expected ranges; however, the investigation cannot conclude that patient samples would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that a lower than expected dgxn quality control result was obtained from a bio-rad qc fluid when using vitros chemistry products dgxn slides on a vitros 5600 integrated system. The most likely root cause of this event is analyzer related. There was no indication the vitros dgxn reagent contributed to the event. Following service actions, acceptable qc results have been maintained indicating that service actions have resolved the issue.